Event description:
An end user reported a (2) two month history of weeping, itchy and reddened peristomal skin. The end user stated this started out around their stoma and has now spread under mass and part of the tape wafer.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. The end user stated their physician ordered betamethasone cream, over the phone which the end user started on (B)(6) 2014 without improvement. The end user stated they are also using stomahesive powder, ivory soap, reliamed protective wipes and stomahesive paste. The end user was advised to stop using reliamed wipes and to start the usage of over-the-counter antifungal powder. The end user also started their normal wear time is (7) seven days. The end user was educated on crusting and a suggestion was made to try wafers without a tape border. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted.